Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 90 units and remained static. Blood glucose level was 450 mg/dl. Reportedly, the issue was resolved after performing a supply change.